Event description:
It was reported that impedance readings were encountered that were greater than 4,000 ohms on all of the bipolar pairs. The pt's implantable neurostimulator was "brand new." It was not clear whether the reported high impedance readings occurred during the initial implantation of the device. No pt symptoms or outcome were provided. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
Lead model 3093-28 lot# v746950, programmer model 3037 (B)(4). The initial MDR was filed as mfg report #3007566237201108745. Additional information received indicated that the correct manufacturing site was site #3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the high impedance issue resolved when the measurement was re-run at a higher amplitude (3.0). All electrodes measured within normal range. The implantation procedure was completed and the patient was programmer. No interventions were needed and no other issues were reported.